Manufacturer narrative:
Approximate age of device: 9 months. Manufacturer investigation conclusion: the reported event of a driveline power fault alarm was confirmed with the evaluation of the returned system controller. The system controller was connected to laboratory equipment and a driveline power fault alarm was active. The evaluation confirmed an opened/damaged fuse to one of the redundant power line that supplies power to the lvad. The fuse was replaced, and the system controller functioned as intended thereafter. The log file retrieved from the returned device captured data on (B)(6) 2019. The driveline was connected to the system controller at 12:20 pm. The system recovered to the set speed at 5,100 rpm with a driveline power fault alarm (f5 power b). The driveline was physically disconnected at 4:26 pm. At 4:28 pm, the driveline was connected then disconnected shortly after and remained disconnected. The findings are consistent with the driveline being incorrectly inserted into the controller by 180 degrees. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. Abbott is continuing to monitor similar issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's nurse called the hospital because the controller screen was broken due to a fall of the patient. The nurse exchanged the controller and a driveline fault alarm appeared. The controller was exchanged with new one, and still same alarm. The modular cable was exchanged and alarm resolved. No further information was provided.